Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed; the lot met release specifications. Unable to determine the root cause of the customer's complaint. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
A variance was reported between inratio inr result and lab inr result. The results were as follows: (B)(6) 2016: inratio=2.3, (B)(6) 2016: lab=1.6. The reported therapeutic range was: 2.0-3.0.